Manufacturer narrative:
The technician confirmed the wheels had chipped due to use. The technician replaced the rack wheels and returned the unit to service. No additional issues have been reported. The rack tipped and made contact with the employee's finger. The employee received a cut from the rack. An instrument did not cause the cut.

Manufacturer narrative:
A steris field service technician inspected the cart and confirmed damage to all instrument rack wheels. This unit is maintained by the hospital maintenance department. Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported an employee was injured while removing a loading cart from a century sterilizer chamber. While removing the loading cart, the instrument rack located on top of the loading cart tipped causing instruments to fall from the cart. One of the instruments cut the employee's finger. The injured employee did not seek medical treatment.